Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to faulty lock on the video connector socket, scope is likely to come loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope is likely to come loose, due to faulty lock on the video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device, image had turned into color bars. The event occurred at inspection for use. There were no reports of patient harm.